Event description:
The customer's wife reported her husband's blood glucose reached 300 mg/dl less than 2 days afer the pod was activated. Upon removal he noticed the needle never deployed the cannula into the infusion site. The pink slide insert was not in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product met all acceptance criteria.